Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. A supply change was performed to address the occlusions. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.